Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction regulator was cleaned to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of suction. There was no patient involvement.